Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician dated (B)(6) 2012 which indicated that the patient has hypersomnia with sleep apnea. Good faith attempts for further information from the physician have been unsuccessful.